Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced dehydration, vomiting and high blood glucose levels due to a bent cannula. The site of location was patient's abdomen. The bent cannula occurred on the first day of use after a few hours. Moreover, it was stated that she had two cannulas bent in a row which caused her to go high and go to the hospital. On (B)(6) 2020 (thursday), she had a carbohydrate diet at the dinner, and she had changed her first infusion set as it was bent. Further, she went to her bed without testing her blood glucose levels but she woke up next day with high blood glucose levels and cannula also bent. The patient's blood glucose level at the time of incident was 42 mmol/l. Subsequently, the patient's parents called the emergency medical services on (B)(6) 2020 (friday) at noon. Therefore, the patient was hospitalized on the same day due to high blood glucose levels and diabetic ketoacidosis. During hospitalization the patient was administered potassium, insulin drip, some medication intravenously (drug name unknown) and saline. The patient was discharged on sunday. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.